Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the temporary stoma created as standard procedure or as a result of the alleged device issue? Who fired the device and what is his/her experience? Where in the green range was the device fired? Was any audible and tactile feedback received? Was the device fired plastic to plastic? Were the washers inspected? If so, please describe. Was the force to fire higher or lower than expected? What is the current patient status?

Event description:
It was reported that during a laparoscopic low anterior resection, the device could not be removed after firing between the colon and the rectum. Eventually, the device was once pushed forward and then pulled, and could be removed, but oozing occurred. The oozing was stopped with gauze but tissue was damaged. The device intended to be removed after the adjusting knob was rotated 3/4, but the doctor felt that the anvil was caught in and could not be removed. The staples were formed properly. Doughnut was confirmed by doctor. The temporary stoma was created. The patient is stable and monitored.